Event description:
A company account manager reported that the patient pulled a newly filled insulin cartridge from the infusion device and the plunger of the cartridge remained attached to the piston rod. This caused the contents of the cartridge to spill into the cartridge compartment of the infusion device. The account manager stated that they attempted several times to retract the piston rod and it "will stand silently for 60 seconds before it will give the e10 alarm or cartridge error." No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.